Manufacturer narrative:
Unit powered up properly after battery installation. Unit received with operating currents within specifications. However, unit received with corroded battery tube. No failed battery test noted. Unit received with cracked case at display window corners. Unit received with broken belt clip slot. Unit received with minor scratches on lcd window.

Event description:
Customer reported via phone call to have fallen which caused physical damage of insulin pump. Customer reported that insulin pump was cracked at display screen. Insulin pump also received a failed battery test and could not rewind. It was also reported that customer was at the hospital due to breaking his ankle during fall. Customer was advised that insulin pump would need to be replaced. Customer's blood glucose was not reported.